Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited abnormal battery depletion. No hospitalizations. No medications administered or adjusted. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported leadless ipg threshold increased, device settings were programmed, and the device remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg was extracted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leadless ipg threshold remains elevated and gradually increasing. The leadless ipg remains in use.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.